Event description:
Tampon unraveling, leaving pieces inside body, needing medical assistance for removal, not included in recent u by kotex recall but experiencing same problem. FDA safety report ID# (B)(4).